Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached elective replacement indicator, then the battery voltage rose once more. The device was explanted and replaced. It was also reported that the right atrial lead had high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.